Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic pancreatectomy, on transection of the pancreas, the reinforcement material fallen off from the first reload. Then, the jaws of the second reload were locked on the pancreas. The surgeon converted the procedure from laparoscopic to an open procedure in order to remove more pancreatic tissues so that the staplers of which the jaws were locked on the pancreas can be removed together. Surgical incision was extended for more than 1 inch and surgical time was extended to 30 minutes or more. There was also unanticipated tissue loss.

Manufacturer narrative:
Additional information: d8, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was returned attached to a handle slightly articulated and had a full staple complement. The jaws were clamped. All sutures were intact. The reload was articulated to the neutral position, unloaded from the listed instrument, loaded into a representative instrument, and applied to test media, all staples were placed and the test media was cleanly transected. Functionally, the reload interlock was tested and found to function properly. It was reported that the jaws of the device remained closed on tissue after firing. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: the buttress material was torn from the reloads sutures. Visual inspection noted the reinforcement material was torn from the anvil side. A small reinforcement material was leftover, attached to the distal anvil suture. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if the reinforced reload with technology is inserted percutaneously, ensure the incision is wide enough to accommodate the instrument so that excessive force is not placed on the jaws of the instrument. When using the stapler to grasp or manipulate tissue multiple times, the staple line reinforcement material secured on the anvil and cartridge may move and/or dislodge. In the event that the reinforcement material shifts upon clamping, unclamp the stapler and reposition on tissue. Dipping the reload in sterile saline prior to positioning the reload at the target tissue may help flatten the material on the cartridge. To avoid damage or contamination, always use clean gloves and ensure care is taken when handling the reinforced reload with technology, so as not to damage the staple line reinforcement material. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.